Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a ventricular tachycardia (vt) event in (B)(6) 2016. The device delivered two shocks but did not convert the arrhythmia. The patient went to the emergency room and was doing well. The physician made the decision to explant and replace the s-ICD system with a transvenous ICD system in early-december because the device was positioned too anterior for effective energy delivery. According to the boston scientific field representative, the device was not positioned at the mid-axillary line. The device is expected to be returned. No additional patient complications.